Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to the device's on/off button on the main keypad being worn.

Event description:
The customer contacted physio-control to report that their device's on/off button is difficult to used and has to be pressed and hold a specific spot to get the device to power on. As a result, the device may not be able to power on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's on/off button is difficult to used and has to be pressed and hold a specific spot to get the device to power on. As a result, the device may not be able to power on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.